Event description:
It was reported that during a prostate procedure the "doctor stated that he is not getting the same laser tissue interaction at the power level" using the laser. The case was not completed. Pt outcome: "no harm to patient, outcome ok."